Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the stent graft could only be partially deployed, therefore, the stent graft system was removed without incident and exchanged for a new stent graft that was deployed successfully. There was no reported pt injury.